Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant battery is depleting quicker than it did a year ago; patient reported event date as recently. Patient confirmed they have not changed from therapy group a and noted they leave their therapy on 24/7. Patient added the intensity is currently set to 4.4 and the highest they have ever gone is 4.8. Patient stated last night at 5pm they charged the implant to 100% and about a half hour ago it was at 50%. Agent reviewed implant battery depletion rates are based on therapy settings and usage and the patient was redirected to the manufacturer representative (rep) and hcp to further address. Patient indicated their understanding and confirmed they have several rep contact numbers. No symptoms were reported.